Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion: formerly cryolife/jotec is accurate or has been confirmed by artivion: formerly cryolife/jotec.

Event description:
An implant registration card for onxmc-25/33 sn (B)(6) was received. The patient had an existing on-x heart valve onxmc-25/33 sn (B)(6) implanted on (B)(6) 2019. Date of explant on (B)(6) 2025. This investigation is relegated to onxmc-25/33 sn (B)(6) for explant.

Manufacturer narrative:
An implant registration card for onxmc-25/33 sn (B)(6) was received. The patient had an existing on-x heart valve, onxmc-25/33 sn (B)(6), implanted (B)(6) 2019. Date of explant (B)(6) 2025. This investigation is relegated to onxmc-25/33 sn (B)(6) for explant. The device was not returned to artivion. The following request for information was requested 1. Reason for explant of original onxmc. 2. Allegations of deficiency toward the on-x valve. 3. Co-morbidities that may have contributed to the event. 4. Patient medical records. 5. Will the device be returned. The following response was provided by the surgeon. "Paravalvular leak". No additional information is forthcoming. The manufacturing records for the onxmc-25/33 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. On (B)(6) 2025 onxmc ¿ 25/33 sn (B)(6) was explanted, and onxmc ¿ 25/33 sn (B)(6) was implanted (2,157 days or approximately 5 yrs 11 months post implant). According to information provided by the surgeon the valve was explanted due to a paravalvular leak, but no other information or medical records were provided, and the valve was not returned for inspection. The instructions for use for the on-x valve acknowledge paravalvular leak as a potential complication following prosthetic valve replacement, which may lead to reoperation as well as explantation [IFU]. Historically, major paravalvular leak occurs at a rate of 0.3% per patient-year for rigid heart substitutes [iso 5840-2:2021(e)]. The surgeon identified pvl as the root cause necessitating the explant; however, the limited information available and absence of medical records hinder a definitive conclusion regarding the underlying cause of the pvl. The most common causes of pvl are suture dehiscence, annular calcification and/or friability, infection, and technical issues during surgery. Given the available information, it remains unclear what, if any, contribution the valve itself had to the development of the pvl that led to the explant. No further action is required without further information. Given the available information, it remains unclear what, if any, contribution the valve itself had to the development of the pvl that led to the explant. Each individual hazard is mitigated and reduced as low as possible by design and process. Post-production residual risk is communicated in the product¿s labeling and IFU (instructions for use). A complaint and recall query was performed for onxmc-25/33 sn (B)(6) to identify previously reported complaints or recalls associated with this serial number. No complaints or recalls were identified for this serial number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.